Event description:
Description of event it was reported that the monitor got wet and was not working. There was no patient or user harm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).